Event description:
It was reported "the catheter was placed for the patient on (B)(6) 2020. The patient had thrombotic symptoms such as forearm edema from (B)(6) 2021 and had been treated by infusion for anticoagulation thrombolysis. When the catheter was maintained on (B)(6) 2021, the catheter was broken in the body 2 cm away from the puncture site, the distal end slipped out of the body, and the proximal 37 cm length of the catheter was displaced to the pulmonary artery in the body, and was completely removed by interventional surgery."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break between the 37cm and 38cm depth markings. Curved shape memory was observed in the vicinity of the break. Microscopic inspection of the break site revealed a granular fracture surface. The catheter exhibited and elliptical cross-section in the vicinity of the break. Tactile inspection of the sample revealed tensile weakness, necking and material discoloration in the vicinity of the break. The fracture features, curved shape memory, tensile weakness, necking and discoloration were all consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3682 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the catheter was placed for the patient on (B)(6) 2020. The patient had thrombotic symptoms such as forearm edema from (B)(6) 2021, and had been treated by infusion for anticoagulation thrombolysis. When the catheter was maintained on (B)(6) 2021, the catheter was broken in the body 2 cm away from the puncture site, the distal end slipped out of the body, and the proximal 37 cm length of the catheter was displaced to the pulmonary artery in the body, and was completely removed by interventional surgery."